Event description:
It was reported that there has been episodes of sensing integrity count (sic) and oversensing on the lead. The physician noted that the patients leads were lying very close and he decided to open the pocket and verify that the connection was good. The system checked out fine. Since the surgery, sic counts have increased and oversensing remains present. The lead remains in use and the patient will be monitored more frequently. No patient complications have been reported as a result of this event.

Event description:
It was reported that there has been episodes of sensing integrity count (sic) and oversensing on the lead. The physician noted that the patients leads were lying very close and he decided to open the pocket and verify that the connection was good. The system checked out fine. Since the surgery, sensing integrity counts have increased and oversensing remains present. The lead remains in use and the patient will be monitored more frequently. It was further reported that the lead integrity alert was triggered due to noise and oversensing. The lead was explanted and replaced. During the lead change out, it was noted that there was extensive lead insulation damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there has been episodes of sensing integrity count (sic) and oversensing on the lead. The physician noted that the patients leads were lying very close and he decided to open the pocket and verify that the connection was good. The system checked out fine. Since the surgery, sic counts have increased and oversensing remains present. The lead remains in use and the patient will be monitored more frequently. It was further reported that the lead integrity alert was triggered due to noise and oversensing. The lead was explanted and replaced. During the lead change out, it was noted that there was extensive lead insulation damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.